Event description:
The power went off while rptr was using device and they remained asleep. When rptr woke up they had a headache, ataxia and confusion. The mask has a warning that exhaled air may be rebreathed. Older devices had a different design and rptr would wake up if power went off. With this new swivel vent design, which lessens noise, rptr remained asleep and rebreathed exhaled air. MFR contacted and rptr told that this couldn't happen and that warning on device was put there because FDA told them to do so. Rptr's headache is improving, as is the ataxia. There is some short term memory loss persisting. Device appeared to be off approx 10 mins.